Manufacturer narrative:
On (B)(4) 2011, additional information was received from the site: mss (B)(4) ((B)(4)) explained that the hospital always sends the adverse event reports to therakos, even if there is no link with therapy/drug. Hemorrhagic cystitis: for this case, the internal investigation of the adverse event showed that there was no link between the event and the therapy, and no link between the event and the methoxalen. No further information provided. No reports of a device malfunction have been received to date as it relates to this event. (B)(4).

Event description:
Customer reported extended hospital stay from (B)(6) 2010 to (B)(6) 2010 due to hemorrhagic cystitis in a transplant context, bacteriological infectious cystitis with e. Coli. Check done on (B)(6) 2010 show 50000 ufc/ml of e. Coli multisensitive. In the immunosuppression context, it is like a high urine infection-like pyelonephritis. Pcr bk virus and cmv in urine performed as a double infection is possible. General: ultrasonography done on (B)(6) 2010. Hypocalcemia at 2.5 mmol/l without any consequence on electro cardiograph. Conclusion: extended stay due to cystitis.